Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery alarm and customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 450 mg/dl at the time of the incident. The customer was at 360 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea, labored breathing, vomiting, and abdominal pain. The customer was wearing the insulin pump during the incident. The caller stated the pump was under delivering as the customer's blood glucose level kept going up even after a complete set change. Troubleshooting was not completed. The insulin pump will be returned for analysis. Unomed set.